Event description:
The report received from (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the bifurcation of the right common carotid artery during the study index procedure. A 6 mm angioguard embolic protection device was used for the procedure. The report indicated that the patient experienced a neurological deficit after pre-dilation prior to leaving the angiography suite. The event was sudden with a duration of less than twenty-four hours (<24 hours) and recovery was full with no deficit. No emergent intervention or carotid surgery was required. This event was originally captured as a reversible ischemic neurological deficit and was not reportable at the time. The adjudication minutes review was received and the additional information indicated that the patient experienced a transient ischemic attack (tia) secondary to an air embolism as the precise stent was being positioned during the procedure. The patient had full recovery by the end of the procedure. The existing code of reversible ischemic neurological deficit will be changed to tia and remains not-reportable. The event of air embolism was added and is reportable as a serious injury. The patient had been transitioned into hospice with terminal diagnoses of chf and cad. Six months after the study index procedure, the patient expired due to congestive heart failure. The event was reported to be unrelated to the study device/procedure and was captured as a non-complaint.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Device fired through lockout.

Event description:
It was reported that during an unknown procedure the clip jammed and would not fire. They used another like device to complete the procedure. They completed the procedure with a third like device. There was no patient consequence reported.